Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient underwent unrelated surgery where bipolar diathermy was utilized. After the surgery, the patient¿s ipg would no longer communicate with external devices. Abbott representative confirmed the issue. Patient may be awaiting surgical intervention.

Event description:
Follow up information identified the field representative successfully recovered the patient¿s ipg and updated the patient controller with new software. Effective stimulation has been restored, resolving the issue.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application. Investigation is complete and being monitored by the manufacturer.